Event description:
It was reported to physio-control that the customer¿s device powered off while it was used to monitor a patient. There was patient use associated with the reported event; however, there was no adverse outcome for the patient reported.

Manufacturer narrative:
Physio-control further evaluated the device but could not verify the reported failure. Physio-control performed unrelated repairs to the device. Once proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.